Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report 1 of 2. Report received from (B)(6) stating that there was debris in the sterile pouch. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There is no additional information available.